Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. To address the low bg customer drank soda. The paramedics were called and customer's bg was treated with intravenous dextrose. Tandem confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.